Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open sigmoid colectomy, the ecs was fired during anastomosis of rectum and colon and everything seemed fine. However, when the stapler was being removed post-anastomosis, the anvil detached from the end and had to be removed digitally from patient as opposed to it normally coming off the stapler after removal. The procedure was completed with no patient consequences.